Event description:
Information received from an ophthalmologist who reports a patient slept in surevue lenses. The lenses were removed the following morning and a new pair was inserted the following evening to attend a party. The ophthalmologist noted that it was a smoky environment. The patient reportedly awoke the following morning with a painful, red eye. The following day the patient was examined by the ophthalmologist. The ophthalmologist reported the patient had a central, infectious corneal ulcer. The patient was treated with ciloxan drops and ointment. The ophthalmologist reported the ulcer healed and left the patient with a central scar, which was treated with flucon eye drops. The last information received from the ophthalmologist indicated that the patient's visual acuity returned to 20/20. The patient still has a residual corneal scar. The ophthalmologist expects the patient to return to contact lens wear. The lot history review found: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No additional information is expected.